Event description:
It was reported that the patient experienced peritonitis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis, but the treatment was not reported. The status of the patient¿s recovery from the peritonitis was not reported. About two months after the hospitalization for the peritonitis, the patient died and the cause of death was reported to be pancreatic cancer. It was not reported if the peritonitis resolved prior to patient death. It was not reported if pd therapy was ongoing until the time of death or whether an autopsy was performed. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The exact date of birth was unknown, but was reported to be sometime in 1944. Should additional relevant information become available, a follow up medwatch will be submitted.